Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the reported sparking and charring at the tip. Instead the evaluation found that the teflon pad was damaged, with partial crosswise separation and exposed metal, as well as a bent probe. Based on similar reports, a probable cause for the damage is operator¿s technique. The instruction manual contains several warning statements to prevent damage to the teflon pad and probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿, or else there may be mechanical or thermal damage to the teflon pad or probe. ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage¿.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device sparked and charred. There no report of patient injury. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.